Event description:
Upon removal of the pt's central venous catheter, a 6 inch segment detached below the anchor. This portion retracted into the pt. The pt was taken to radiology for removal of the device. No harm to the pt.